Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in an unspecified artery. A 38 x 2.50 promus premier¿ stent was selected to treat the target lesion, however, the device was unable to cross the lesion. After multiple attempts in crossing the lesion, it was noted that the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.